Event description:
During a svt case, there was a display issue with the catheter resulting in a delay. After advancing the catheter into the heart, cardiac signals were visible on the recording system, and the catheter was visualized on the ensite x mapping system, however cardiac signals were not visible on the ensite x system. Troubleshooting steps were taken to discover the issue that was ongoing. However, after approximately 15 minutes, a new catheter was opened. After swapping out the catheter for a new one, the issue was resolved, and the case was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of a cardiac signal display issue remains unknown.